Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while in the operating room (or), after connected to the patient, a driveline (dl) fault alarm was noted which was recorded at 10:40:52 in the log files. The event log file showed a power a line broken on (B)(6) 2022 at 10:40:08 and continued to be captured throughout the remainder of the log file. It then caused the dl power fault at 10:40:52. The cause of the power a line broken /dl power faults events was unable to be determined via the log file analysis. The modular cable and the system controller were changed and the alarms were cleared in between. The system controller was inspected and both fuses were intact. Exchanging the system controller and modular cable resolved the alarms which was confirmed through another log file review sent after the exchange. Related MFR: 2916596-2022-13991.

Manufacturer narrative:
Manufacturer's investigation conclusion: the modular cable (lot number: 8461243) was returned for evaluation due to driveline power faults. The modular cable was returned, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed events spanning approximately 3 days ((B)(6) 2022, (B)(6) 2000, 12sep2022 per timestamp). Events captured on (B)(6) 2000 occurred when the clock was not set; therefore, the exact dates and times of the events were unable to be accurately recorded. Driveline power fault alarms coincident with power_a_broken faults were intermittently active on 12sep2022 from 10:40:52 ¿ 11:28:00 when the controller was shut down and reset. After this reset, the clock was reset to (B)(6) 2000. The driveline power faults continued after the controller reset and were active on (B)(6) 2000 from 00:01:44 ¿ 00:02:33 when the driveline was disconnected. The driveline power fault alarms activated immediately after the driveline was connected to the controller were resolved once the driveline was disconnected. The controller was shut down on (B)(6) 2000 at 00:14:53. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The modular cable was connected and functionally tested with the returned heartmate 3 system controller in the labs at abbott and driveline power faults were active. The system controller was replaced with a test controller and the alarms were resolved. The modular cable was able to operate a mock loop with the test controller and was able to function as intended. The root cause of the reported event was conclusively determined to be unrelated to the modular cable. The device history records were reviewed for the modular cable (lot number: 8461243) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.